Event description:
It was reported that the anesthesia system did not detect expiratory flow. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia system at the hospital and no problems occurred during the various tests that were performed. No parts needed to be replaced and the anesthesia system was cleared for clinical use. A complete set of device logs was received. The review of the logs show that there are no recordings in the technical log on the event date. There are no failing tests/sco: s in the test log. Clinical alarms such respiratory rate: low, leakage, expiratory minute volume: low, breathing circuit disconnected, excessive leakage and check breathing circuit indicating ventilation issues/leakage can be confirmed in the logs. Without having been able to reproduce any issues at the hospital, we are not able to determine the true cause of the reported event.